Manufacturer narrative:
Device evaluation was completed. The device was inspected and a hole was found on the clear section of the pebax. Electrical test was performed and the catheter was found within specifications; no electrical malfunction was observed. The catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor feature was tested and it was working properly, the force values were observed within specifications. Additionally, a scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint cannot be confirmed. The root cause of the damage on the pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ bi-directional navigation catheter wherein a ¿catheter sensor error¿ occurred. It was reported that during the procedure an error message displayed which read "catheter sensor error." The issue persisted despite cable replacement. The issue was resolved by exchanging the catheter. There was no patient consequence. This issue of ¿catheter sensor error¿ was assessed as not MDR reportable because the potential that this could cause or contribute to a death or serious injury, or other significant adverse event, is remote. However, the device was returned to the biosense webster inc.'s (bwi) failure analysis lab (fal) for evaluation; and on 9/21/2018 it was discovered that there was a hole and scratch on the clear portion of the pebax. On 9/28/2018, scanning electron microscope (sem) analysis showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. Both of these findings have been reviewed and assessed as MDR reportable malfunctions. The awareness date has been reset to 9/21/2018, which is the date bwi fal identified the first reportable malfunction.